Event description:
It was reported that during a robotic laparoscopic right hemicolectomy procedure, the surgeon console (sc) gave a non-recoverable communication error. The sc was rebooted, after which the procedure continued. There was no injury to the patient.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported surgeon console (sc). Review of the field service notes indicates an error code which occurs if the redundant encoders for either control device joints differs by the set corresponding absolute value. The left input device was replaced to resolve the issue. Further evaluation of the reported surgeon console is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.